Manufacturer narrative:
The getinge national report center (nrc) received the power management board from the supplier. The supplier verified the failure of squealing upon boot-up and replaced c17. The board passed testing after replacement. The nrc investigate the suspected power management board and no visual damage was observed. The technician then installed the power management board into cardiosave test fixture and it tested to factory specifications per cardiosave service manual and it passed testing. The board will be packaged and labeled and returned to stock as per procedure.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) was producing a squealing noise upon boot up before a case. This reportedly occurred three times. It was later reported that the display cycled during power-up. The iabp unit was swapped out. There was no patient involvement and no adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed as per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp unit and was not able to reproduce the reported issue onsite. The fse found multiple instances of error 139 (power management communication error) in event logs. The fse performed full functional and safety checks and the iabp passed all checks per factory specifications. The unit was returned to customer and cleared for clinical use. The power management board was returned to the manufacturer for further investigation. The power management board was later received by the getinge national report center (nrc). Inspection of the power management board was completed per procedure and to the ipc-a-610 standard with no visual damage observed. The nrc installed the board into the cardiosave test fixture and tested the board to factory specifications per service bulletin and the cardiosave service manual. The nrc could not reproduce and verify the failure of the unit producing a squealing noise upon boot- up and the display re-cycling, after an extended run time of the unit. The power management board passed testing and will be sent to the supplier per procedure.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) was producing a squealing noise upon boot up before a case. This reportedly occurred three times. It was later reported that the display cycled during power-up. The iabp unit was swapped out. There was no patient involvement and no adverse event was reported.